Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the pilot valve is defective.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.